Event description:
Information was received indicating that a leak was observed to a smiths medical portex® endotracheal tube following intubation. The patient was mechanically ventilated but was impossible. It was required to give more sedation, re-intubate, pulmonary auscultation, tracheal aspiration and balloon pressure of 20cmh2o. The patient recovered with no further adverse patient effects.